Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr determined that the unit front panel display was damaged and there was no response from the front panel due to fluid damage. The reported issue was resolved by replacing front panel. The device was returned to the customer operating to service specifications. A return materials authorizations has been provided but the device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the respiratory therapist was trying to make a parameter change on the vela ventilator but the touch screen was frozen and would not allow changes. The customer confirmed that the screen lock was not on. The reported issue occurred while in use with a patient but continued to ventilate at the current settings. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed water behind the touch screen. Water has penetrated the resistive touch screen causing it to become unresponsive.